Event description:
Patient underwent heartmate ii left ventricular assist device (B)(6) for destination therapy. Lvad replaced in (B)(6) related to aortic insufficiency. She had been well. She went to bathroom at 4 am. On walk back to bed collapsed. Husband stated not breathing, unarousable, 911 called. Pronounced dead at emergency room. On arrival to emergency room on exam pupils fixed and dilated. No end tidal co2 detected, vad hum present. Patient pronounced expired and vad turned off with family present. Pts husband called to report yellow wrench alarm on pbu. Pt was instructed to remove the battery from the pbu. He does have a back up battery. Husband will call when he is able to successfully replace the battery.